Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the ilet ran out of insulin and supplies were changed, during which insulin delivery was paused; a caregiver also reported inserting a full cartridge before rewinding and was unsure if the patient was connected, and support assisted with a set change, resuming insulin, and restarting a new sensor. Multiple glucometer checks showed bg trending from 212 mg/dl down to 90¿92 mg/dl and then up to 102 mg/dl, with cgm reading 112 mg/dl flat. Symptoms included hyperglycemia. Outcomes included insufficient information regarding long-term impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.